Event description:
The physician was using the 5mm laparoscopic clip applier to clip the cystic artery. He loaded the applier, placed on artery then closed the jaws. When he open the jaws, the clip was still in the jaws of the device and the cystic artery was bleeding. He removed the device from the abdomen, deployed 2 clips to clear the supply and then attempted again to clip the cystic artery. This clip "strangled" the artery by cris-crossing the legs of the clip around the artery. A new applier was opened and that one worked correctly.